Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 08-jul-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 99.9 mcg/day and bupivacaine 10 mg/ml at 0.999 mg/day via an implantable pump for unknown indications for use. It was reported that the patient was experiencing increased pain. On (B)(6) 2023, it was noted on (B)(6) 2023 the intrathecal pain pump was implanted with a catheter tip at c1. The patient was seen on (B)(6) 2023 for an evaluation in addition to a pump reprogram for ongoing evaluation of other pain-related issues such as psychosocial and emotional adjustment, the need for oral medication monitoring, addition or adjustment, and evaluation of functional ability. The patient reported experiencing dull headaches which was aggravated by bright lights and relieved by the pump. The patient's associated symptoms were nausea and pertinent negatives included fevers, loss of consciousness and vomiting. The patient's pain score was at an 8/10 and did not report any new pain since their last visit. The patient had a catheter dye study (cds) performed. The results of the cds indicated that it was normal and the pump system was intact and functional. The catheter tips were at c3. The hcp recommended catheter revision because the catheter anchor was at l4 or 5 (which was quite low) and showed rotation with a loop of catheter between the anchor and l2-l3 spinal entry. The hcp planned to replace with a new anchor at a higher spinal level and closer to the dural entry and lamina to try to reduce the chance for looping in the super spinal tissues. On (B)(6) 2023, the patient presented for an intrathecal pump reprogram with an increase in sc fentanyl sc by 100 mg. On the night of (B)(6) 2023, the patient stated that he was feeling well, feeling his boluses, and he was doing some heavy lifting. On the morning of (B)(6) 2023, the patient reported nausea/vomiting (n/v), whole body aches, left facial pain, and dizziness after he had a shower around 8 am. At 8 am, he started to experience excessive sweating with associated nausea. The patient yawned consistently during the in-clinic visit, presented with low blood pressure and stated that he was very tired even though he slept well last night. He was also confused with the date and thought he had reprogramming done three days ago, which actually was just yesterday on (B)(6) 2023. It was reported that an urgent cds was ordered which showed the catheter migrated from c1 to c3 and led to a surgical intervention in the form of a catheter revision. The hcp discussed that they would reprogram a decrease in sc fentanyl by 100 mcg, increase bolus frequency from 4 boluses/day to 6 boluses/day, and increase bolus dosage from 10 mg to 15 mcg. The patient stated that on the date of his cds, he also had a big virus and low bp that made things worse for him. Environmental/external/patient factors t hat might have led or contributed to the issue included the patient moving items around in their garage. Diagnostics/troubleshooting performed included interrogating the pump and performing a catheter dye study (cds). The issue was resolved and the patient's status was "alive-no injury". Patient weight was provided and medical history included trigeminal neuralgia with left sided facial pain.